Manufacturer narrative:
Product ID 389156 lot# j0454404v, product type lead product ID 389045 lot# j0313975v, product type lead product ID 3708220 lot# serial# (B)(4), product type extension product ID 3708220 lot# serial# (B)(4), product type extension product ID 37752 lot# serial# (B)(4), product type recharger product ID 37742 lot# serial# (B)(4), product type programmer, patient product ID 389045 lot# j0313975v, product type lead. (B)(4).

Event description:
It was reported that there was a loss of stimulation coverage and a lead migration. The patient was reportedly in a motor vehicle accident and there was a disruption of the leads which caused increased pain in the upper extremities, head, and neck. An x-ray was reportedly done and the results showed that both leads had migrated. It was noted that there was a reprogramming attempted but it was unsuccessful and the device was surgically repositioned on 2010 (B)(6). It was further noted that the issue was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).